Manufacturer narrative:
The complaint of a damaged catheter was confirmed from the photograph that was provided for investigation. The photo showed one 22g nexiva IV catheter with the needle protruding through the catheter tubing near the nose of the adapter. What appeared to be blood residue was observed on the needle and in the section of catheter tubing between the catheter tip and the needle puncture site. Due to the condition of the sample, it appeared that the catheter was damaged during use; however, the root cause could not be determined. It was reported that the needle was readjusted to troubleshoot. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." The reported leakage was likely associated with the damage observed in the photograph. A visual and functional test of the five representative 22g nexiva devices revealed no damage or defects. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
As per account, (we have had several that have been sheared off (we think a packaging error) and now yesterday we had this, which resulted in bleeding at the site, and the nurse accidentally poked the patient again (as she thought the needle was in the cannula while re-adjusting to troubleshoot.